Event description:
New information received stated backup was caused by an unperformed cybersecurity update within the device, and communicating with an updated merlin transmitter.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room and upon interrogation the device was found in backup vvi mode. The device was restored. Patient was discharged from the emergency room and was in stable condition.